Event description:
It was reported that: "this pt has had periodic pain since the initial surgery. Climbing up and down stairs has been a problem for some time. After sitting for a period of time it is noted to be more difficult to get the knees moving and straightening the knees. He notices much more pain in the summer months, when he is more active."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.